Event description:
I used fixodent from approximately 1991 until early 2009. I began experiencing numbness, tingling in legs & feet, current stumbling, even falling down many times. I was diagnosed with neuropathy in late 2009. Dose or amount: denture cream. Frequency: 1-2 x's daily. Route: oral. Dates of use: 1991 - 2009. Event abated after use stopped or dose reduced: no.